Event description:
A user reported that in 3 of the last 5 pts, the user was not able to obtain the level of airway seal the user has obtained previously with the lma-proseal. The user commented that the cuff of the device appeared different from another lma-proseal the user has used. In one case, the user also reported that the user experienced difficulty in passing an orogastric tube through the lma-proseal's drain (gastric access) tube, and so the user removed the device and replaced it with an endotracheal tube without problem. There was no consequence or injury to the pt. The user returned the lma for eval.